Event description:
Related manufacturer report number: 2017865-2023-05328 related manufacturer report number: 2017865-2023-05329 related manufacturer report number: 2017865-2023-05330 it was reported that the patient presented for follow-up with a hematoma and signs of infection at the implant site of the pulse generator. The device, right atrial, right ventricular, and left ventricular leads were explanted. The patient was in stable condition.